Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. This supplemental is being sent to correct the information previously submitted in follow-up #1. The meter involved with this complaint did not pass testing as previously indicated and the narrative should have read as follows:the meter failed testing. The reported issue was confirmed. Both the evaluation codes and the alert date have been updated accordingly.if lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging illegible label info - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.